Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The sensor had inaccurate readings. The customer¿s blood glucose was high as 314, 265 and 269 mg/dl and the sensor glucose was 60 mg/dl. The customer took a corrective bolus. Right now it says 42 mg/dl. Troubleshooting was performed for air bubble found in reservoir, approximate size of air bubbles is 8th of an inch in diameter. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer performed high pressure test and it did pass. The reservoir will not be returned for analysis.